Manufacturer narrative:
A livanova field service representative was involved in the troubleshooting of the issue with the facility and was able to confirm the reported issue. After visual inspection, he observed the water leakage was coming from the bottom of the patient's tank. In particular, water was leaking near the watertight seal where the coil of the cooling system passes. The water going to end up on the compressor housing, causing a damage of the components of the cooling system, consequently they were corroded. The device was removed from the service.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was leaking from the patient tank during maintenance. There was no patient involvement.